Manufacturer narrative:
MFR received date: 05 sep 2019. The field service engineer (fse) recommended replacement of the power management (pm) board. Attempts were made to obtain further information regarding the device repair information. To date no further details have been received (10/31/2019). The service history record was reviewed and no repair information was found. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30aug2019.

Event description:
The customer reported that the ventilator has defective alarm led. The customer reported that the unit was in use on patient , but there was no patient harm reported.